Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a 10 joule test shock was delivered which showed a shock impedance of 135 ohms. The electrode was repositioned and a second 10 joule test shock showed a shock impedance of 124 ohms. Then induction testing was attempted; however, ventricular fibrillation (vf) could not be sustained. A third induction was successful, but then defibrillation threshold (dft) testing was not successful at 80 joules, and external shocks were also not successful. Commanded shocks were delivered via the s-ICD. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed there was a possible signal being sensed, and that the shocks delivered by the device did not convert the patient. The external shocks and other medical interventions brought the patient out of the arrhythmia. Technical services (ts) discussed possible causes that could have been related to the conversion difficulty. No additional adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a 10 joule test shock was delivered which showed a shock impedance of 135 ohms. The electrode was repositioned and a second 10 joule test shock showed a shock impedance of 124 ohms. Then induction testing was attempted; however, ventricular fibrillation (vf) could not be sustained. A third induction was successful, but then defibrillation threshold (dft) testing was not successful at 80 joules, and external shocks were also not successful. Commanded shocks were delivered via the s-ICD. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed there was a possible signal being sensed, and that the shocks delivered by the device did not convert the patient. The external shocks and other medical interventions brought the patient out of the arrhythmia. Technical services (ts) discussed possible causes that could have been related to the conversion difficulty. No additional adverse patient effects were reported. The device system remains in service. Additional information was received which reported that this s-ICD system was later explanted and replaced with a transvenous system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.